Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than a year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue because it will be deemed a reportable event as ventilation stops if the battery or batteries are discharged and no external power supply is connected. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective battery. In consequence (correction) the battery was replaced. There was no patient or user harm reported.

Event description:
Battery defect one of the battery connectors is pushed backed and not making full connection. When this battery is full charged and is in the left battery slot and the right battery is removed the vent will just shut off. Please see attached video and pictures.